Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported that the infusion set was leaking at the headset. The patient experienced elevated blood glucose results. It was reported that the leak either occurred with lot # 1210422 or 1209466, the customer could not recall which one. No adverse event was reported. The infusion set was requested to be returned for product evaluation.